Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection at the incision site on the head. It was stated the patient had a "habit" of touching their head. It was unknown at the time of the reporting whether diagnostics/troubleshooting had been performed. It was stated the lead was removed due to infection, however this information conflicted with additional information provided stating the ins was removed while the lead and extension remained implanted and in service. It was stated the issue was resolved at the time of the report. Additional information was received on 2019-nov-21 by a manufacturer representative (rep) clarifying that all items were removed. Nothing remains implanted.